Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right essure coil was perforated on the fluids of the uterus') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "thermachoice ablation concomitantly with essure implantation". The patient's medical history included menorrhagia, adenomyosis, nabothian cyst, intestinal adhesions and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: left ostia, essure device was introduced through hysteroscope and adequately deployed with three coils seen in endometrium and five coils left sticking out into uterine cavity in right ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: medical record received event " right essure coil was perforated on the fluids of the uterus" was added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right essure coil was perforated on the fluids of the uterus') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "thermachoice ablation concomitantly with essure implantation". The patient's medical history included menorrhagia, adenomyosis, nabothian cyst, intestinal adhesions and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: left ostia, essure device was introduced through hysteroscope and adequately deployed with three coils seen in endometrium and five coils left sticking out into uterine cavity in right ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right essure coil was perforated on the fluids of the uterus') and dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice ablation concomitantly with essure implantation". The patient's medical history included menorrhagia, adenomyosis, nabothian cyst, intestinal adhesions and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (" pain"), tooth disorder ("dental problems"), dysmenorrhoea (seriousness criterion medically significant), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), bacterial vaginosis ("bv"), amnesia ("memory loss"), anxiety ("anxiety"), feeling abnormal ("brain fog") and anaemia ("anemia") and was found to have weight increased ("weiht gain"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, pelvic pain, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, bacterial vaginosis, amnesia, anxiety, feeling abnormal, weight increased and anaemia outcome was unknown. The reporter considered alopecia, amnesia, anaemia, anxiety, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, pelvic pain, tooth disorder, uterine perforation and weight increased to be related to essure. The reporter commented: left ostia, essure device was introduced through hysteroscope and adequately deployed with three coils seen in endometrium and five coils left sticking out into uterine cavity in right ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pfs received. Reporter information added. Event: "pain, dental problems, dysmenorrhea, dyspareunia, fatigue, hair loss, bv, memory loss, anxiety, brain fog, weight gain" added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.